Event description:
Patient reported at her 6 month visit suprapubic pain, which is most notable during urination. The pelvic exam showed patient having trigger point tenderness over incision site along with the pain of the sling.